Event description:
Additional information received from the patient reported that they notified their managing physician about the loss of stimulation on their right side. They met with a manufacturer representative and had their device reprogrammed to resolve the issue.

Event description:
The patient reported that they had charged up their device and when they used their patient programmer to turn their stimulation on, they could only feel slight stimulation on their left leg and back, but not on the right side. The patient reported that this was the first they had felt stimulation on their back. The patient reported that they had to increase stimulation up to 3v before they could feel anything, and that normally their stimulation is set at 1.6v. The patient noted that the stimulation used to work for them at the 1.6v setting. The patient mentioned that they had fallen on their back about 2 months prior to the report. When the patient tried to increase the stimulation, they could still only feel it on their left side. It was reported that the issue occurred on (B)(6) 2016. The patient was advised to follow up with their health care provider. Indication for use is non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.